Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial reported issue of a loss of power was intermittently duplicated when the device was shaken and tipped on its back. Through troubleshooting, physio-control had initially replaced several parts to determine the cause of the reported issue; however after opening the device for further troubleshooting, a loose small metal shaving was observed to fall out of the device. After the device was put back together with the metal shaving removed, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The likely cause of the reported issue was determined to be a loose metal shaving from an unknown origin.